Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose event with a blood glucose value of 318 mg/dl and was treated with insulin pump and also alleged under delivery of insulin. The event involved product(s) mmt-1884, mmt-332a, mmt-431ag, unk_sensor. Troubleshooting was performed to review potential causes, including infusion set, site, insulin, programming, and pump functionality. The customer confirmed the pump's auto mode/smartguard feature was active at the time of the event and reported using meal boluses and the auto correction feature. The pump's time/date was found to be incorrect and was corrected during troubleshooting. The customer was advised to review pump settings, insulin delivery trends, and carelink reports with their healthcare provider to optimize glucose control. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-431ag. No product return is required for unk_sensor.